Event description:
It was reported that the electrode gave inappropriate shocks. Subsequenlty, the electrode was explanted and replaced. The implanted device remains in service. The electrode is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 65 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the electrode gave inappropriate shocks. Subsequenlty, the electrode was explanted and replaced. The implanted device remains in service. The electrode is expected to be returned for product analysis. No additional adverse patient effects were reported.